Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis summary: - upon reception, the returned smarttouch was tested and the reported behavior was not reproduced: several interrogations were performed and no anomaly was observed. - analysis of the extracted expertise files confirmed the reported screen freezes and revealed that they most probably resulted from the crash of a component related to the gui (graphical user interface). - the root-cause of the reported printing issues could not be determined with certainty. However, it can be suspected that the external printer configuration was not fully compatible with the smarttouch tablet. - it should be noted that no link was made between the freezes and the printing issues. - the subject tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.

Event description:
Reportedly, during a follow-up, the start button was pressed and the screen of smarttouch tablet froze. The tablet was therefore restarted and the device follow-up was completed, but it was impossible to print patient data with an external printer as an error message was displayed. The printer was connected to another usb port, and it worked normally. The next patient interrogated led to the same issue, as the tablet froze and the printer did not allow to print the patient data.